Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while insertion of the cannula under the skin, the cannula bent which caused diabetes ketoacidosis and laid to hospitalization. This issue occurred with four sets and all the sets lasted for a day. The concerned set did not last for a day and she was hospitalized, where they found out that the cannula was bent which might be the cause of her high blood glucose level (395 mg/dl). Her roommate changed the set that time. Patient also had acute kidney injury. She wanted a new belt clip as the previous got broke. The patient was put on phosphorous strips, small dose of morphine and insulin as corrective treatment. Reportedly, the issue was resolved by infusion change. The patient was hospitalized for two days. Currently, her blood glucose level was 188 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.